Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, in (B)(6) 2009 a bilateral patient received a right r3 tha system. After the initial surgery, the patient alleged the following complications and injuries as a result of the components implanted: severe pain, limited mobility, dislocations, metallosis, adverse local tissue reaction and elevated cocr levels. A revision surgery was performed on (B)(6) 2020 in order to explant and replace the shell, liner and femoral head. It is unknown if the stem was retained. The patient claims to have permanent injuries that will require medical care in the future. She continues to suffer great physical and mental pain, and has been unable to participate in many of the activities in which she engaged prior to said surgery.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: it was reported that a bilateral patient received a right r3 total hip arthroplasty system. After the initial surgery, the patient alleged the following complications and injuries as a result of the components implanted: severe pain, limited mobility, dislocations, metallosis, adverse local tissue reaction and elevated cocr levels. A revision surgery was performed in order to explant and replace the shell, liner and femoral head. It is unknown if the stem was retained. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or definite escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the liner. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further escalation actions are required. A review of historic escalation actions for all r3 metal liners and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. To the date, no clinically sufficient data was provided to perform a medical investigation. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone, muscle and fibrous tissue laxity and malpositioning of the implants leading to postoperative joint instability. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Additional information: d5, d7a, d8, g2, h8 corrected data: d4 (catalog number), h6 (health effect - clinical code, type of investigation).